Event description:
Boston scientific crm received information in (b)(6 2009 that this patient went to the emergency room (ER) and was informed that one of his implanted leads was "twisted" (from chest xray). Technical services recommended that the patient follow-up with his physician. Subsequently, the patient called to ask if this lead issue would have been identified on the latitude monitoring system. The consultant explained the latitude enrollment process. The patient reported that he feels pressure or tightness in his lungs. The patient was encouraged to contact the physician to discuss the ER findings and the patient reported labored breathing. The patient mentioned that followups were difficult because of long travel distances and was still waiting for a latitude monitoring system. The patient was informed again that the physician needs to enroll the patient into the latitude program. The local representative contacted technical services to discuss this patient possible lead issue. The local representative informed technical services that a chest xray showed a possible twisted right ventricular (rv) lead which may have dislodged. The local representative asked about reprogramming of the shock vector to rv (distal) to can. The local representative reported that the lead was otherwise performing normally. Technical services recommended further discussion with the physician and performance of a noninvasive pacing study (nips) to evaluate the efficacy of the lead's current position. Subsequently, the local representative reported that following review of the chest xray, the physician felt that the patient had twiddler's syndrome. The local representative confirmed that the device's shocking configuration was reprogrammed to distal shocking coil to can.

Manufacturer narrative:
In april 2010, the local representative contacted technical services to discuss two yellow alerts for low rv intrinsic amplitude. The local representative planned to speak with the physician because of known twiddler's syndrome in the past. The local representative reported that there has been no electrogram noise associated with oversensing and delivery of inappropriate shock therapy. The patient contacted technical services in may 2010 to discuss this rv lead's past history. The patient reported that the local representative had identified electrogram noise from an episode that occurred in april 2010. The local representative had discussed the possibility of inadvertent exposure to electromagnetic interference (emi) with the patient. According to the patient, another chest xray found that the lead was twisted and the device was positioned in an unusual orientation. The patient has been scheduled for a lead revision procedure in (B)(6) 2010. The available evidence suggest that he device and lead system remain inservice. The event will be reopened if additional information is received and/or products are returned for analysis.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this lead was taken out-of-service in (B)(6) 2010 due to high pacing thresholds and shock impedance. According to the patient, a proximal portion of the lead was explanted. A competitor rv defibrillation lead was implanted. A proximal lead segment has not been returned to boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or the lead is returned for analysis.